Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had recorded a yellow alert on latitude for non-sustained ventricular tachycardia (nsvt) episodes. There was also an alert for right ventricular (rv) amplitude out of range. The physician observed a few beats of noise marked as ventricular tachycardia and requested lead integrity analysis due to suspected lead undersensing. Boston scientific technical services reviewed the available data and confirmed all measurements were stable. There was one shock impedance measurement around 125 ohms on (B)(6) 2021. There was no suspected fracture noises on the data. Recommendations to continue monitoring this patient via latitude home monitoring system. No adverse patient effects were reported. This rv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had recorded a yellow alert on latitude for non-sustained ventricular tachycardia (nsvt) episodes. There was also an alert for right ventricular (rv) amplitude out of range. The physician observed a few beats of noise marked as ventricular tachycardia and requested lead integrity analysis due to suspected lead undersensing. Boston scientific technical services reviewed the available data and confirmed all measurements were stable. There was one shock impedance measurement around 125 ohms on 06nov2021. There was no suspected fracture noises on the data. Recommendations to continue monitoring this patient via latitude home monitoring system. No adverse patient effects were reported. This rv lead remains in-service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had recorded a yellow alert on latitude for non-sustained ventricular tachycardia (nsvt) episodes. There was also an alert for right ventricular (rv) amplitude out of range. The physician observed a few beats of noise marked as ventricular tachycardia and requested lead integrity analysis due to suspected lead under-sensing. Boston scientific technical services reviewed the available data and confirmed all measurements were stable. There was one shock impedance measurement around 125 ohms on 06nov2021. There were no suspected fracture noises on the data. Recommendations to continue monitoring this patient via latitude home monitoring system. Recently, the patient was evaluated in-clinic for a routine a follow-up appointment, where the shock impedance measurements had increased up to 140 ohms and the rv sensing had decreased. There was no evidence of further under-sensing that had previously occurred. Provocative maneuvers, manipulations, and isometrics were performed, which did not show any evidence of reproducible noise, and the highest impedance observed was 130 ohms. An integrity test and a further evaluation due to the low sensing values were recommended. The physician elected to continue with close remote monitoring. At this time, the system remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.